Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: norouzi, m et al (2012), clinical results of using the proximal humeral internal locking system plate for internal fixation of displaced proximal humeral fractures, the american journal of orthopedics 2012;41(5): pages e64-e68 ((B)(6)). The aim of the study was to evaluate the functional outcome and the complication rate after using the philos plate. Between 2006-2008, 37 patients with displaced 2-, 3- and 4-part fractures of the proximal humerus were operated on using philos plate. The mean range of follow-up was 12 months. Twenty patients were 60 years and younger and 17 patients were older than 60 years. Patients were seen 2 and 6 weeks after surgery, and then at 2-month intervals until union was complete. In clinic at final follow-up, patients were evaluated regarding probable complications and were asked to complete the american shoulder and elbow surgeons (ases) questionnaire. There was one case of avascular necrosis, 2 cases of deep infection, 3 cases of malunion, 3 cases of stiffness, 2 cases of frozen shoulder, 2 cases of pain. A (B)(6) woman who sustained a 4-part fracture of the proximal humerus after a low energy trauma, developed frozen shoulder and avascular necrosis (avn ) of the humeral head. This report is for unknown synthes proximal humeral plates and screws. This impacted product captures the synthes philos plates with the following adverse events: avascular necrosis cases of deep infection ; cases of malunion ; cases of stiffness ; cases of frozen shoulder ; cases of pain . This is report 2 of 4 for (B)(4). A copy of the literature article is being submitted with this medwatch.